Event description:
It was reported that the boluses were delivered without user request. Customer's blood glucose level was 53 mg/dl. Tandem technical support reviewed the pump data and verified boluses were delivered by user request. The customer continued to use the pump for insulin therapy.